Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that implant was replaced because implant completely quit working. Pt said implant stopped working sometime in the summer of 2021.